Event description:
The treating physician reported an adverse event to the iridex distributor in (B)(4) regarding a patient who received a glaucoma procedure (transcleral cyclo photocoagulation) 2 months earlier using an iridex mp3 probe connected to an iridex cyclo g6 laser. After the treatment, the post-op control went very well, maintaining an expected level of vision and intraocular pressure (iop), which was reduced progressively over 6 weeks. The patient was keeping off some medication (edemox and some others). After 6 weeks, the patient went to an urgency visit with loss of vision: ocular hypotony (4-5mmhg) and choroidal detachment were found. After one week and with unsuccessful corticordal and systemic treatment, the patient had surgery for choroidal detachment. The patient was reported to have a microphthalmos eye.